Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via telephone call that buttons on the insulin pump were unresponsive and the customer was unable to clear a low reservoir alarm. The blood glucose reading was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked connector at the liquid crystal display circuit board. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.